Event description:
The complainant stated that the head section will not go down unless he uses the CPR function, but then the head section goes right back up unintentionally. When he disconnects the left inside siderail circuit board, the issue goes away.

Manufacturer narrative:
The account has not completed repairs at this time.